Event description:
New information on (B)(6) 2015, indicated that the pulse generator continue to exhibit inappropriate rate increase. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information indicated the device was explanted and replaced on (B)(6) 2015.

Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase. The patient was feeling an increase in heartrate. The device was reprogrammed. The patient symptoms were reported to improve significantly.